Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between a line of a homechoice cassette and a heater bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one of four. The patient was connected at the time of the alarm. The patient stated their heater bag had disconnected from the line of a homechoice cassette. The renal therapy service agent (rtsa) advised the patient to end therapy and start over with new supplies, and reviewed proper procedures with the patient. The patient stated there had not been any damage to the shipping carton or over pouches to the supplies. The connections between the bags and lines seemed normal and secure. The patient stated the homechoice had not been exposed to any excessive force and was unsure how the disconnection occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.